Event description:
A talent captivia stent graft system was implanted in a pt for endovascular treatment of a thoracis aorta approx 10 months ago. Vessel morphology at the time of stent graft implant and currently were unremarkable. A recent CT demonstrated that the apex of the stent graft was exiting through the vessel wall resulting in trauma to the vessel/perforation. The CT revealed a type iii endoleak, fabric in the right side of the device. The physician performed a partial open surgical repair. The physician removed the bare metal stent of the stent graft and sewed dacron graft resolving the trauma to the vessel/perforation. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Insufficient info available to determine the cause of the event, unk cause of the event. Conclusion: insufficient info available to determine the cause of the event, unk cause of the event.